Event description:
It was reported that excessive epoxy was found on the bd precisionglide¿ needle. The following information was provided by the initial reporter: "of note no patients received any product with using the contaminated needles. We noticed that some needles are contaminated with glue like material"

Manufacturer narrative:
H6: investigation summary it was reported some needles are contaminated with a glue-like material. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield connected to a syringe. The needle assembly has an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a misfeeding may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 305198, lot number 2088577. The reveal did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excessive epoxy was found on the bd precisionglide¿ needle. The following information was provided by the initial reporter: "of note no patients received any product with using the contaminated needles. We noticed that some needles are contaminated with glue like material".